Manufacturer narrative:
Concomitant medical product: catheter, model: 8781, lot# 205963473, implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
Additional information: it was later reported that the dose was reduced and the pump was removed on (B)(6). The cause of the event was unknown. The patient continued to be hospitalized but the infection at the wound and meningitis have both been alleviated. The patient was being treated for returned spasticity.

Event description:
It was reported that patient had developed infections in the surgery wound around the pump and conservative treatment was considered. The patient, however, was hospitalized on (B)(6) 2013 for complicated meningitis. To avoid withdrawal symptoms, healthcare provider was to reduce the dose before removing the pump. It was also stated that the pump will be explanted after losing weight. The cause was unclear so far. Drug delivered via the device was gabalon.